Manufacturer narrative:
Analysis of the software 9733686 s7 synergy spine (unknown serial/lot #) found insufficient information. At least three documented attempts have been made to rep to get update on resolution and work order completion with no additional information made available. This case may be re-opened if additional information is received. Product event summary #s7 - unable to acquire empty image - oec 9900. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the site was unable to acquire an empty image with their oec 9900 12" c-arm. When acquiring an empty there was noted to be a duplicate and non-circular image appearing on the s7, while appearing normal on the c-arm. No patient present at the time of the event. (B)(4) (rep, uf): it was updated that the site changed to iso 3d navigation and the procedure was able to be completed.